Event description:
It was reported via literature article that tendril abbott leads had presented with insulation damage, increased capture threshold, myopotential oversensing, and decreased pacing impedance resolved with lead revision. No patient information was available.